Manufacturer narrative:
Single reporter exemption #e2015018. The importer report number used for this report was generated from the importer registration number, current year, and sequential number the matches the manufacturer report number. Importer received this information on 05/10/2016. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Investigation of returned device revealed its shaft is broken off at 31cm from tip end. Observation of the breakage site suggested the breakage due to repeated pushing force. No other breakage was observed with it and the breakage surfaces of the proximal and distal sites corresponded, however, the ptfe abrasive damage was found for 1-2 mm length from the breakage site of proximal side only. Lot history review could not be performed as no lot information was available. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Asahi intecc products are inspected as part of the production process, and ]must meet their product specification criteria prior to final release. There were no anomalies found in the final release records for the lot involved in this reported event and no indication of product deficiency. Based on the obtained information it is thought that push-pull manipulation was repeatedly performed to attempt crossing through the target cto lesion by the guidewire that was placed contralaterally, and that the manipulation force might be focally worked to the bent area of the shaft, resulting the accumulation of force and the breakage of the shaft when the force exceeded the product design limit, the abrasion damage found at adjacent to proximal breakage site is thought to have occurred after the breakage of the shaft due to some excessive abrasion force, detailed process of the occurrence could not be identified, however. IFU describes in the "warning" : - if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. - when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction.

Event description:
Reportedly, for the procedure to cto lesion at distal of right sfa, contralateral approach was attempted with the subject guidewire. Crossing catheter followed, then the catheter was exchanged with another crossing catheter, a guidewire controller was attached and crossing lesion was attempted. It was then noticed that the guidewire fractured in the patient body. The separated portion was successfully retrieved using a gooseneck snare, however this process needed about an hour to the case. After removal of the separated portion of the guidewire, the patient was nonsymptomatic. The case was completed by delivering a stent to lesion.